Event description:
The hhd and software flashcard were returned on (B)(4) 2013. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(4) 2013, it was reported that following a successful interrogation, the handheld device progressed to the parameters screen and stopped responding to taps. The screen lock button was checked, and the device was not locked. A hard rest was performed, and the device progressed to the screen alignment screen. Taps to align the screen were registering; however, the device would not progress past the screen alignment. Multiple hard resets were performed, but the event did not resolve. Attempts to clean the screen did not resolve the issue. The product has not been returned to date.